Manufacturer narrative:
The manufacturer's investigation included run data analysis of the event, simulated testing, review of health risk and a review of product labeling. The manufacturer's investigation concluded the device performed to specification.

Event description:
A female donor was connected to the tubing set prior to the tubing set being fully loaded onto the machine. Pre-connecting tests and verifications had not been performed as instructed by the machine's operators manual. The facility's operator realized that the tubing set had not been fully loaded onto the machine, but attempted to continue through possibly two "set load/unload" cycles. Because the machine had been in-process of loading the tubing set when it was stopped, there is a possibility that the machine would not have reached a complete air evacuation state. This could potentially expose the donor to air because the donor was connected to the tubing while in this state. The facility's technician observed air bubbles in the tubing set and the donor complained of not feeling well. The donor was taken to emergency for observation and was released approx. 2 hours later. There was no alleged machine malfunction which was also confirmed through the manufacturer's investigation.